Event description:
It was reported that the pt suffered a head trauma and is not longer able to hear on this side anymore, but she is hearing normally on the contralateral side. The pt is bilaterally implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.